Event description:
The customer's spouse said that pt was unresponsive at 5.00am and spouse used the device to check their blood glucose. Pt obtained a result of 131 mg/dl. Spouse called 911 and when the emergency medical technician arrived they checked their glucose at 33 mg/dl. Patient was treated with a dextrose IV and transported to the hospital. The device was replaced and requested to be returned for evaluation.